Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a promus element mr, ous, 2.75x16mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent proximal stent damage; struts lifted and bunched. The undamaged crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. A 2.75x16mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.